Manufacturer narrative:
Results: one of the struts on the proximal end of the penumbra system 3d revascularization device (psr3d) stent was fractured. Conclusions: evaluation of the returned psr3d revealed one of the struts on the proximal end of the stent was broken. This damage was likely a result of forcefully retracting the device against a strong resistance. This resistance likely originated from the attempted retraction of the psr3d back into the non-penumbra microcatheter. If the psr3d is deployed and engages any thrombus it will likely be unable to be retracted back into a microcatheter. Penumbra psr3ds are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician advanced a non-penumbra microcatheter through a penumbra system ace68 reperfusion catheter (ace68), then deployed the psr3d through the microcatheter. The physician then noticed that the psr3d was deployed in the wrong position and tried to pull it back into the microcatheter (pinned the microcatheter and pulled the 3d back); however, resistance was encountered and the psr3d could not be pulled any further. Therefore, the physician locked the psr3d down with the rotating hemostasis valve (rhv) that was on the back of the microcatheter and pulled both the psr3d and microcatheter back through the ace68 as one system. Upon removal, the physician noticed that one of the tines was broken and sitting outside of the microcatheter. The procedure was completed using the same ace68, microcatheter and another stent retriever device. There was no report of an adverse effect to the patient.